Event description:
It was reported that there was an error 45639 and a bubbled downstream occlusion (dso) seal. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint of error code 43639 during power up. No service history was found. Could not access event history. Confirmed complaint during power up. The pump displayed an error code of 43639, ¿motor_sense_high_on_ power_up¿, and the downstream occlusion (dso) seal was delaminated. Replaced the printed wiring assembly (pwa) board, usb ground plate, battery pogo pins, springs, motor and dso seal. Device passed all testing criteria post repair.